Event description:
It was reported balloon could not deflate in pt's bladder.

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. It was further reported that the product was removed from the end user. Add'l info was requested. No add'l info has been provided to date. Should add'l info become available, a f/u report will be submitted.